Event description:
The leak plasma blade did not work during beginning of procedure for bilateral mastectomies. Peak machine was switched out for another which determined that it was the disposable hand-piece that was not working rather than the peak machine. A new peak plasma blade was opened and plugged into same machine, the new peak blade began functioning as expected.